Event description:
Results of cbc revealed pancytopenia, necessitating in pt hospital admission. Follow up cbcs in the hospital were within normal limits, pt discharged to home. Investigation subsequently revealed device malfunction of laboratory analyzer machine.